Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual inspection revealed that the anchor was broken into two fragments, confirming this complaint. The anchor broke at the distal end where the first thread begins. Visual inspection revealed that the distal tip was distorted into an ellipse, indicating potential use of excess torsion during insertion which would have compressed the tip of the anchor into the observed ellipse and caused the anchor to break. Other typical causes of anchor breakages which may have contributed to this event include off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. A non-conformance search was performed for this product code 222331-lot #3927419 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customers healix advance knotless br 5.5 mm anchor broke upon insertion during an unspecified surgical procedure. The surgeon was able to complete the case by putting another anchor in the same bone hole. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any more details. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.